Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. No scrolling number display anomaly noted. Unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches display window and cracked display window corners

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was stated to be high, at an unspecified level. It was advised that the customer discontinue use of the pump and revert to a back up treatment plan. Nothing further was reported.